Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. Customer support troubleshot issue over the phone with customer regarding the reported issue. Found cv3 laying in the gas outlet port. Provided parts ID for the check valve and discussed installation to include being hinged at the 12:00 position to resolve reported issue. If the customer contacts phillips for further information or the device is received for investigation, the complaint will be re-opened and investigated. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported extended self testing (est) failed with error code 3110, check valve 3 (cv3) leak. No patient/user harm reported.